Manufacturer narrative:
Final device analysis of the lead revealed no anomaly. A known good green handle blue cap 60cm stylet was able to be fully inserted into the lead without damaging either. Continuity was acceptable. There were no shorts between circuits.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of a neurostimulator trial that the physician, when switching out the stylet from the white to the green/blue, was not able to get the stylet all the way in. The physician indicated that he felt resistance, removed the stylet and tried again without success. The physician used a new lead without any further complications. If additional information becomes available, a follow-up report will be sent.